Event description:
A volume discrepancy was reported. The expected residual volume (erv) was 3.5ml while the actual residual volume (arv) was 20ml. A catheter dye study was planned for the pt. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).